Event description:
Customer called to report a high blood glucose level of 423 mg/dl. Significant events leading to high blood glucose level were observed and it was concluded that customer ran low on insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.